Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parents reported via phone call that the customer's blood glucose was 94 mg/dl. Customer had a no delivery alarm on the insulin pump. Customer treated with the pump. Caller stated that the alarm occurred during manual prime. Caller stated that the alarm was still active at the time of the call and there was a little dimple on the reservoir. Troubleshooting was performed and caller ran manual prime. Caller stated that the pump did not alarm no delivery. Caller was advised that the pump was working as designed. Customer's mother later called back and customer's blood glucose was 587 mg/dl. Customer treated with 4.5 units through the pump. Caller was assisted with correcting the time and date settings. Caller stated that the cannula was not bent when the set was removed. Caller stated that she will call back to complete the high pressure test and high blood glucose troubleshooting.